Event description:
It was reported that during a laparoscopic sleeve procedure, only one side of the staple line fired and the device cut. There were malformed staples. A small orange piece of the cartridge fell off into the patient and was removed. It is unknown how the piece was removed but the case was not converted to an open. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: on what tissue type was the device used? At what location on the tissue? Stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? Unknown. On which firing(s) did this event occur (1st, 2nd, 12th, etc)? 2nd. If echelon, during which stroke did the event occur? Unknown. What color cartridge was being used? Black. What other color cartridges were used before and after this event? Black. Was buttressing material utilized? Seam guard. Was the instrument fired across or near an existing staple line or clip? Near. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Unknown. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No. Is there any other additional information you would like to share about this device or procedure? No. The device was returned in good visual condition and with a black reload loaded in the device. The reload was noted right side fully fired and the left side had the two inner rows partially fired. Upon evaluation of the reload, the cartridge body, some drivers and one piece sled were noted to be damaged. The returned cartridge was disassembled to verify the condition of the internal components and one driver was found missing. As additional testing, the device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape.